Event description:
It was reported that an asymptomatic patient presented in-clinic due to non-sustained right ventricular oversensing episodes. Upon interrogation, the device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The physician also noticed far-r wave oversensing on the atrial channel. The device was reprogrammed. The patient was stable throughout the device interrogation and will continue to be monitored.